Event description:
It was reported by service report that the bed alarm was not working. It was further reported that the motion interrupt pan was damaged. No adverse consequences have been reported.

Manufacturer narrative:
Result code: bad load cells, and motion interrupt pan.